Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The blood glucose results were 123 versus the labs 174 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.